Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
All of the buttons functioned properly. There was no damage in the keypad assembly noted. There was no button error alarm noted. There was no unlocked j2 lcd keypad connector during visual inspection. The insulin pump was received with minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 287 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.